Manufacturer narrative:
Follow-up #1 submitted 8/9/16 correction: there was no product issue. The patient had overridden the dosage recommended by the bolus calculator feature. It was discovered the patient had administered only 0.45 units, not 45 units. The bg excursion was attributed to training/misuse, and the patient was referred for diabetes management.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient's blood glucose (bg) was 503mg/dl. The 911 protocol was initiated and emergency medical services were called. The treatment regimen information was not provided. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.